Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, and ethnicity and race were not provided for reporting. This report is for one (1) bab flexible fabric 3/4in 100s USA 381370044345, 8137004434usa, 8137004434usa. Lot # is not available. UDI # is (B)(4). Upc = (01)381370044345, expiration date= na, lot number = ni. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without the lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer reported an event regarding her daughter and a band aid bandage flexible fabric. The consumer reported that the adhesive leaves scars on her daughter¿s arms, that cause her rashes. The consumer started using the product on (B)(6) 2020 for a wound on her arms and the event occurred the same day. The symptoms improved after the consumer stopped using the product and the consumer is no longer experiencing any symptoms. The symptoms ended on (B)(6) 2020. The consumer sought medical attention from a health care professional. The health care professional prescribed a cream for treatment.